Event description:
Immediately following a mastectomy of my right breast, the plastic surgeon used strattice to support an expander. The strattice never relaxed (expanded) to support the expander. When saline was injected to expand my breast, my skin expanded upwards towards my chin. The strattice felt like a belt with a stranglehold under my breast and arm, painful. On (B)(6) 2010, the surgeon took out the expander and tried to stretch the strattice by multiple horizontal scoring. He was able to slightly drop my breast some but the pain and discomfort continues. At this point the surgeon has suggested going in again to try to remove as much of the strattice tissue he can; however, it has attached itself to the muscle and he is not sure if it will bring me any relief. I believe the strattice was defective or labeled wrong. There are two kinds of strattice made. One is for breast expansion and the other is for hernia support which does not stretch.